Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 sensor to the ilet, despite the sensor being connected to the dexcom app, and ultimately achieved pairing during the call after several hours of attempts. Symptoms included no clinical effects or adverse physiological symptoms. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and user education focused on cgm-to-pump pairing workflow. Investigation of this case revealed no malfunction of the ilet device and indicated that the event was consistent with transient cgm-to-ilet connectivity behavior that resolved through standard pairing steps. A follow-up report will be submitted if additional issues are reported or if device evaluation identifies new findings.